Manufacturer narrative:
Block e1: the health care facility address is 1-10-10 kashiwaza, ageo, saitama, japan 362-0075. (B)(4). Block h10: investigation results: analysis of the returned device revealed that the cautery was in good condition. Electrical resistance testing was performed and resistance measured at 13.5 ohms, within manufacturing specifications. Visual analysis of the device revealed that the working length (strain relief) was bent. However, functional test was performed and the device was able to extend and retract with no resistance felt. Working length (strain relief) bent was a condition found on the device; however, there was no clear cause for how the bend was generated and the device was able to actuate with no issues. An investigation was opened to address the relation of working length (strain relief) bent and actuation issues. Based on the information available and the analysis performed, the most probable root cause classification is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after strangulation of the lesion area was performed in an attempt to apply cautery to the polyp, the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after strangulation of the lesion area was performed in an attempt to apply cautery to the polyp, the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.